Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a calcified lesion in the anterior tibial artery. The 1.2x12 mm mini trek balloon dilatation catheter (bdc) was advanced with resistance noted with the calcification and the distal shaft of the bdc separated inside the anatomy. The separated portion had to be retrieved with a snare. An atherectomy device was used to complete the procedure. There was no reported adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported separation was confirmed. The reported failure to advance could not be replicated in a testing environment as they are based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the coronary dilatation catheters, mini trek, instructions for use (IFU) states: the mini trek rx 1.20 mm coronary dilatation catheter is indicated for the initial balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis. In this case, it is unknown if the IFU deviation caused or contributed to the reported event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.